Event description:
T was reported that this peritoneal dialysis (pd) patient was admitted to the hospital on (B)(6) 2024. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was hospitalized on (B)(6) 2024 with a diagnosis of peritonitis. The pd culture was positive for klebsiella pneumoniae. The information related to antibiotic therapy was not provided. The cause of the peritonitis is unknown. The pdrn stated there was no specific allegation the adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s). The patient remained hospitalized as of (B)(6) 2024. No further information was available during the follow-up and attempts to obtain additional details were unsuccessful.

Event description:
T was reported that this peritoneal dialysis (pd) patient was admitted to the hospital on (B)(6) 2024. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was hospitalized on (B)(6) 2024 with a diagnosis of peritonitis. The pd culture was positive for klebsiella pneumoniae. The information related to antibiotic therapy was not provided. The cause of the peritonitis is unknown. The pdrn stated there was no specific allegation the adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s). The patient remained hospitalized as of (B)(6) 2024. No further information was available during the follow-up and attempts to obtain additional details were unsuccessful.